Event description:
A staff nurse reported that a pt experienced a corneal burn during the quadrant removal step of a cataract with (iol) intraocular lens implant procedure. The burn resulted in corneal opacity and wound gaping. The pt received one suture to close the wound and the symptoms have resolved. The reporter indicated that there was no clinically significant residual astigmatism. It was also reported that there was no occlusion bell noted during the procedure.

Manufacturer narrative:
This report represents one previously unidentified pt reported in MDR number 2028159-2012-00920. The other pt remains unidentified. The company rep examined the system and no problem was found. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol.7, no.1:2325, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined. (B)(4).